Event description:
Caller alleged discrepant results compared with the lab. Results as follows: patient 1: date: (B)(6) 2010, inratio: 0.7, lab: 1.8. Patient 2: inratio: 4.0, lab: 4.8. Patient 3: inratio: 4.2, lab: 5.8. Some of the patients had their coumadin doses changed based on meter results prior to the lab comparison. No specifics given on which patient or when. Customer follow up: customer called back to report that battery door does not stay closed. Part of the door is cracked, but not broken off yet.

Manufacturer narrative:
Investigation pending.